Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent exploratory laparoscopy with lysis of adhesions and aspiration of abdominal wall seroma on (B)(6) 2010 during which the surgeon drained approximately 120 ml of seroma fluid form the anterior abdominal wall and performed lysis of adhesions. It was reported that the patient underwent incisional herniorrhaphy for an incarcerated incisional hernia on (B)(6) 2013 and mesh was implanted, during which the surgeon noted there was bowel and omentum attached to the previously placed mesh. It was reported that the patient underwent recurrent incarcerated incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted he was required to cut the fascia adjacent to the defect, in order to create a larger defect and allow for reduction of the sac. It was reported that the patient experienced severe pain, adhesions, scarring mesh migration, abscess, wound drainage, bowel obstruction, bowel resection, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. The patient had a previous mesh implanted on (B)(6) 2010 and mesh implanted on (B)(6) 2011 which are captured in separate files. No additional information is provided.